Event description:
The customer contact reported the device did not pass the cassette set. The customer contact reported the tubing set was to be used to deliver an unspecified medication, at an unspecified rate, via a plum pump. It was reported that the tubing set was primed and the cassette of the tubing set was loaded into an unspecified plum pump. At this time, the customer contact reported that the pump alarmed, "cassette test failure. Door open." No specific details were provided. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.